Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of the call was 184mg/dl. The customer stated that she had several no delivery alarms and started taking injections. The customer stated that she began vomiting over the weekend and her blood glucose was less than 200mg/dl. The paramedics were called and the customer was taken to the hospital. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.